Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed and reproduced. The lower latch switch bracket screws were loose. This allowed the lower latch switch to move in and out from the lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. As a result, the lower auxiliary were replaced.

Event description:
It was reported that a pump was alarming for a system error 322. There was no patient involvement.